Manufacturer narrative:
Device evaluated by MFR: the console and foot pedal were tested together in the fremont cis lab using a rotalink 1.75mm burr. The console did not exhibit any power on failures. The fuse carrier, fuses, a.c. Power entry module, and a.c. Power switch were visually examined - no damage was observed. The foot pedal functions properly. Secondary findings: there is an intermittent humming noise coming from the dynaglide connection. The console dynaglide receptacle and foot pedal dynaglide connector were visually examined - no damage was observed, so no root cause was identified. Gas/air pressure reading on the turbine pressure gauge oscillates in dynaglide mode. The rotational speed display readout remains steady, but there is an audible fluctuation of the burr speed. The most likely root cause is a failure of the dynaglide pressure switch due to the age of the console. The turbine mode functions properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2010. It was reported that during preparation for a rotational atherectomy treatment procedure, power on difficulties were encountered. The rotablator console would not turn on. The fuse was removed and reinserted a couple of times, and the console turned on after a while. The procedure was completed with this device. No patient complications were reported. However, completed analysis found a speed display issue.